Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the root cause for this report could not be established from the information available. The patient weight and initials were unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an intra-aortic balloon pump (iabp) was required for hemodynamic support. Four days later, the iabp was removed and the patient subsequently demonstrated a decreased level of consciousness. A computed tomography (CT) and magnetic resonance imaging (MRI) confirmed multiple cerebral infarcts. As reported by the physician, the cerebral infarcts were a complication of the implant procedure as the patient experienced cerebral hypoxia during the implant procedure. Medications to aide in neurological recovery were prescribed. The patient was discharged for rehabilitation. No other adverse patient effects were reported.